Event description:
It has been reported to us that during the procedure, the occlusion balloon would not deflate. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. At some point during the procedure, the occlusion balloon would not deflate when required. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and deflated to the occlusion balloon.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.